Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 450 mg/dl due to infusion set issues. The patient treated via insulin pump bolus. Troubleshooting was declined. The insulin pump was returned for analysis.